Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to adhesive allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that an allergic reaction to the pod adhesive causing excessive itching had occurred while wearing the pod between 25 and 36 hours. The patient was prescribed mometasone furoate 1 mg for treatment.